Manufacturer narrative:
The user facility's biomedical engineer (biomed) will be ordering a replacement coupler and installing himself.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, that the fittings were worn out and leaking on the cooler heater unit. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there weer no delays, no blood loss or no adverse consequences to the pt.